Event description:
It was reported that (1) device was used during a subtotal gastrectomy. It was reported by the affiliate that the tlc55 firing knob stopped on the firing process. Another instrument was used to complete the case. There was no consequence to the patient. The device was discarded.